Event description:
It was reported that unspecified bd¿ pen needle was partially blocked. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: one open pen needle sample was returned from an unknown lot. No., cat. No. Unknown. A clog test was carried out on the returned sample and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed on the returned sample therefore no root cause can be identified.

Manufacturer narrative:
Date of event: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pen needle was partially blocked. No serious injury or medical intervention was reported.